Manufacturer narrative:
Investigation outcome: the logfile shows that the ventilator started normally, switched between battery and external power as expected and generated the appropriate alarms when unusual ventilation conditions occurred. From 16:31 to 16:42 the device recorded repeated alarms for low tidal volume, low minute volume, high frequency and patient-side disconnection. During the same period, alarm limits were repeatedly changed, and audio pause was activated several times. The device configuration shows that the patient group was set to adult/ped, even though the user reported neonatal use. At 16:42 the ventilator was switched from psimv+ mode to standby. After this point the device provided no ventilation. The reported patient incident occurred around 16:45, which is after standby was activated. The inspection and tests with the service software on 9 december 2025 confirmed that the ventilator was working correctly and no malfunctions were detected. Based on these documented facts, there are no indications of a technical defect or malfunction of the device. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: hamilton 1 sn (B)(6) was being used on eonatal patient. It is claimed that the device had a patient incident and ended up having to give CPR to the neonatal patient. No further details provided by the hospital. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).